Event description:
It was reported when using the bd vacutainer® serum blood collection, customer states that it had foreign matter in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: no customer photos or customer samples were received for review and analysis. In addition, 30 retain samples were visually tested for presence of fm within the tubes. 0 of 30 samples failed. Therefore, this complaint cannot be confirmed based on retain sample testing. The device history record was reviewed with no issues being identified. There were no quality notifications. All process and final inspections comply with specification requirements. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor to the customers reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection, customer states that it had foreign matter in the tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.